Event description:
It was reported that the rover power cord was run over, which resulted in wires becoming exposed. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection confirmed that the power cord was damaged, which exposed bare wires. Upon further inspection, it was also discovered that the power cord had been replaced with an unauthorized non-stryker power cord. The user facility reported that the cord was run over by the rover, which resulted in the exposed wires. The unit was repaired and returned to use.